Event description:
Discordant advia centaur xp troponin ultra results were obtained on multiple pt samples. The customer provided data on one pt and declined to share the other pts info except to say that the pts results were reported to the physician(s). The samples were rerun and the corrected results were reported. One pt underwent unnecessary cardiac catheterization. There was no known adverse health consequences to the pts due to the troponin ultra discordant results

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to an empty wash 1 reservoir bottle. The fse filled the wash 1 reservoir and primed the lines. The instrument is performing within specs. No further eval of the device is required.